Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device randomly lost power approximately five times while monitoring a patient. The device use had no adverse effects on the patient. There were no further details on the event and/or the patient provided.